Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patients stimulation was causing pain when turned up and was no longer in the correct location. X-ray was taken and revealed that the lead migrated. The patient underwent a lead replacement procedure and was doing well postoperatively.